Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced diaphoresis. The cgm reading was not remembered and the blood glucose reading was not checked but noted that the patient felt low. The daughter called paramedics and they arrived and checked the bg; however, the value was not remembered. The patient was transported to the hospital. The wearable was removed. At the hospital, the bg was checked and not remembered. The patient was treated with glucose tablets and sandwich and hospitalized until (B)(6) 2024. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.